Manufacturer narrative:
Date of event requested but not provided. Lot # and catalog # was requested but not provided. (B)(4). Evaluation: no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. No evidence to suggest a device failure. No information regarding the event has been provided. Re-assessed when further information is available. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a gunther tulip filter between (B)(6) 2006 at (B)(6). The implanting physician is unknown at this time as it was not provided. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Corrected data: explant date removed. Investigation - evaluation: filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff allegedly received an implant on (B)(4) 2006 via the due to pe from motor vehicle accident (mva). Plaintiff is alleging fracture, organ perforation, vena cava perforation, device unable to be retrieved, tilt, migration, pain, mental anguish. Plaintiff alleges attempted filter retrieval on (B)(4) 2014 with 2 arms of the filter were not retrieved; strut in spine, two struts embolized.

Manufacturer narrative:
Additional information: investigation problem statement: the tulip filter was placed due to pe from a mva, multiple fractures, multiple hip surgeries. After a difficult and prolonged procedure more than eight years later the filter was successfully removed with exception of a fractured strut, which was extravascular located in the vertebral body adjacent to the ivc and 2 arms that were attached to fractured strut which could not be found visually or by fluoroscopy. High suspicion of strut embolization involving the welded arms that were attached to the fractured strut. No reported observation of filter fracture prior to the retrieval, but during the retrieval ¿the filter significantly tilted and had risk of fracturing¿. The patient tolerated the procedure well. Clinical assessment: the information in the complaint did not trigger a clinical assessment. Device failure analysis: photos provided showed the tulip filter with ¿a fractured strut and 2 arms that were attached to fractured strut.¿ device master record review: as the lot number of the complaint device was not provided for the investigation, cook reviewed the device master record currently in effect for tulip filters and documentation specifies how to control the filter is manufactured according to applicable specifications. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Device history record (DHR) review: cook was unable to conduct a review of the DHR, as the lot number of the complaint device was not provided for the investigation. Product IFU review: as the lot no was not provided cook conducted a review of the IFU currently in effect for tulip filters specifying under potential adverse events: back or abdominal pain. Vena cava perforation. Vena cava penetration. Retrieval failure . Design history file (dhf) review: according to dhf: ¿patient is exposed to perforation/penetration of adjacent structures (e.g. Pleura) after penetration of the vessel wall during implant time¿. Review of complaints related nonconformances: review of nonconformances covering the period from 01jan2020 to 22feb2023 revealed no complaint related nonconformances. Investigation conclusion: photos provided showed the retrieved tulip filter with ¿a fractured strut and 2 arms that were attached to fractured strut.¿ the tulip filter was returned and an investigation confirmed the reported fracture of a primary leg and its attached secondary legs. The fractured legs were not returned. Two blades/secondary legs were out of shape. The hook was intact. Based on the investigation of the returned filter and the information provided the exact reason for the filter to perforate the vena cava cannot be determined. Filter interacting with ivc wall, e.g. Penetration/perforation/embedment may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the DHR, as the lot number of the complaint device was not provided for the investigation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time (see section h10).

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2006 due to pe from mva. Plaintiff is alleging fracture, organ perforation, vena cava perforation, device unable to be retrieved, tilt, migration, pain, mental anguish. Plaintiff alleges attempted retrieval on (B)(6) 2014 with successful retrieval on (B)(6) 2014.